Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the plunger of lor syringe did not slide smoothly inside the barrel due to resistance. Therefore, a new kit was used instead. The event was noticed during prep before use on the patient.

Manufacturer narrative:
(B)(4). A device history record review was performed on the lor syringe with no relevant findings. The customer reported the glass lor syringe does not slide smoothly. The customer returned one glass 5ml lor syringe and lidstock. The lor syringe was returned with the plunger not in its original position. Also, the neoprene sleeve it's packaged with was not returned (reference files pic_inp1900058983). Prior to decontamination, the returned syringe was visually examined with and without magnification. Visual examination of the returned syringe revealed what appears to be a dried substance on the plunger that is preventing the plunger from completely sliding into the barrel. The plunger slides typically until it reaches the point where the dried substance is on the plunger (reference files pic_anp1900058983). After decontamination of the syringe, the dried substance was gone and the syringe plunger appeared typical. No other defects or anomalies were observed. Other remarks: prior to decontamination, an attempt was made to slide the syringe plunger inside the barrel. As discussed in the visual inspection, the plunger slides typically, until it reaches the point where the dried substance is. After decontamination of the returned syringe, an attempt once again to slide the syringe plunger inside the barrel was performed. The syringe plunger will slide in and out of the barrel with little resistance met. The movement in the syringe barrel feels typical. The returned syringe was functionally tested per pip-191 plunger movement test. The neoprene sleeve was placed on the plunger to prevent breakage and the plunger was retracted out of the barrel to the 5ml marker. The plunger was then released. The plunger fell freely to the bottom of the syringe barrel. The test was repeated twice, rotating the plunger 90 and 180 degrees. The plunger was able to freely fall each time. There were no functional issues found. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and the condition of the sample received. The reported complaint of the glass syringe was not sliding smoothly was confirmed based on the sample received. Prior to decontamination of the returned syringe, visual examination revealed the syringe had what appeared to be a dried substance on the plunger which limited the sliding of the plunger into the barrel. After decontamination, the dried residue was gone and the syringe functioned typically passing the plunger movement test per pip-191. It is unknown how the product was handled prior or during use or at what point the syringe was exposed to any liquids. A device history record review was performed on lor syringe with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the syringe not sliding smoothly could not be determined. Additional method code: 26.

Event description:
It was reported that the plunger of lor syringe did not slide smoothly inside the barrel due to resistance. Therefore, a new kit was used instead. The event was noticed during prep before use on the patient.